Manufacturer narrative:
Device analysis summary: visual analysis of the product indicates, no defect observed to syringe nor to remaining gel inside syringe. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 8. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Company representative reported on behalf of healthcare professional that during injection with juvéderm® ultra plus xc, the product came out of the tip of the needle and exploded. The product extruded on the patient's face. It was reported the product would not come out through the needle but extruded from the base of the needle and "went all over." There was patient contact but no injury occurred. Healthcare professional attempted to use the packaged needle but switched to a 30 gauge needle when the product did not extrude properly. The same problem occurred with the 30 gauge needle.